Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were repeatedly experiencing failures in all cubie pockets. A field service engineer had pharmacy technician login, ejected and reinserting the cubie to resolve the issue. Pharmacy technician was trained in handling these issues also cycled cubie pocket in application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawers 3.1 and 3.2 were repeatedly experiencing failures in all cubie pockets. The customer stated that there was a delay in dispensing medication due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.